Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, urinary track infection on (B)(6) 2019 with blood glucose level was 300 mg/dl. Customer stated the other blood glucose value was 404 mg/dl, 494 mg/dl, 414 mg/dl. Customer experienced symptoms such as having trouble breathing and was really tired. The customer was treated with insulin pump, intravenous shot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.